Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly; also received with moisture damage on the motor, battery tube and vibrator assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer's father reported via phone call that insulin pump was exposed to moisture due to customer falling into swimming pool. It was reported that as a result, insulin pump had a blankscreen display and water can be seen under display. Customer's blood glucose was 98 mg/dl. Customer was advised that insulin pump would need to be replaced.